Event description:
Report rec'd for failure of the pump to alarm occlusion with a clotted IV access line medwatch rec'd from the user facility that states, "pt with a cook 5.0f PICC line in left median basilic vein. Converted to aim pump with settings of 33 cc/hr for one hour every 6 hours (zosyn 3.375 mg) with keep vein open of 0.4 cc/hr over 5 hours with volume container 150cc. Rn observed pump functioning to deliver dose, but PICC was clotted with clot visible in extension tubing. Aim pump appeared to show delivery and no high pressure or occlusion alarms. PICC line was declotted with 0.5 cc urokinase without difficulty." Further information rec'd from the user indicates the PICC line first clotted within 24 hours of starting the infusion. They initially continued the infusion with the aim pump. Reportedly "blood continued to back into the line and urokinase was required four days in a row from 8/14/98 to 8/18/98 to maintain line patency." For the first event, the pump alarmed for an empty container, but the following three days there were no reported device alarms. The pump was in a fanny pack carrier. No further info was available.